Event description:
Customer reported "several" presumed elevated patient blood lead test results using the leadcare ii system. The customer was unable to provide the number of patients affected or the associated leadcare ii blood lead level test values. Customer stated venous blood confirmatory testing was not performed for all patients affected and no confirmatory test results were provided. Customer did not provide quality control (qc) data for level 1 and level 2 controls or the date(s) controls were last ran. Customer received magellan field action 1218996-01/28/2026-0001c (leadcare labeling changes) and requested reimbursement of test kits. Magellan diagnostics forwarded complaint to technical services (ts). Ts contacted customer and left a message with a receptionist requesting customer to call to provide additional information. Ts attempted to contact customer and left a voicemail on (B)(6) 2026, (B)(6) 2026 and again on (B)(6) 2026. No additional information has been received from the customer to date.